Event description:
It was reported, the pump has failed due to age. The patient spent 9 plus days in the hospital. The patient was discharged from the hospital saturday in withdrawal due to the pharmacy not carrying/out of stock and it being the weekend. The pump has worked ¿flawlessly and allow me conduct a somewhat normal life¿. The pump has been a ¿god send to me and the people I meet with chronic pain¿ the patient¿s physician discharged the patient from his practice. The patient was seeking a physician to manage their care.

Manufacturer narrative:
Product ID 8709 lot# j11296r64, implanted: 2002 (B)(6); product type catheter. (B)(4).